Event description:
It was reported that on (B)(6)2024, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During preparation, the leaflet moving was tested using specialized instruments. During procedure, poor activity was noted with opening and closing of the leaflets. Anew 21mm sjm regent heart valve w/ flex cuff was chosen and completed the procedure while patient remained on the bypass. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of poor closing and opening of leaflets was reported. The device was returned to abbott for investigation. No anomalies were found with the valve or the leaflets, and functional testing at the time of manufacturing indicated the valve functioned normally. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.